Event description:
It was reported that the user experienced hyperglycemia with fingerstick readings around the mid-400s while using the ilet with a steel infusion set, during which the tubing prime appeared slow and the cartridge reportedly had insulin remaining; the user was advised to allow the pump to bring glucose down and to consider changing supplies, though they initially preferred to change only the infusion site. Symptoms included hyperglycemia. Outcomes included no hospitalization and no alerts or alarms. Investigation included troubleshooting and education with guidance on supply change and priming technique. Investigation of this case revealed that the cause of hyperglycemia was unclear, with a possible contribution from incomplete cartridge fill or delayed priming affecting insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.